Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called stating she thinks she had a leaky reservoir. Customer's blood glucose is 111 mg/dl. She had to change her reservoir earlier than usual and noticed a chalky substance around the reservoir. The reservoir had been used. Customer thinks the leak was at the top of the reservoir at the tubing connector. There was no fluid visible. Troubleshooting could not be completed because customer had already thrown out the reservoir in issue. Nothing further reported.